Event description:
It was reported that the patient's stimulation turned off during the night one week after replacement. The patient was unable to adjust stimulation, and it appeared the programmer wasn't working either. However, it was verified that the lightning bolt indicated the device was on. The device was on and working when the patient called. There was no electromagnetic interference near her bed. The patient was redirected to her physician. Additional information was requested.

Manufacturer narrative:
Extension: model 7496-51, serial# (B)(4), implanted: (B)(6) 1992, explanted: na. Adaptor: model 74001, lot# n205599, implanted: (B)(6) 2010, explanted: na. Lead: model 3986a, lot# n111251, implanted: (B)(6) 2008, explanted: na. Recharger: model 37754, serial# (B)(4). Programmer: model 37744, serial# (B)(4). Extension: model 3708340, serial# (B)(4), implanted: (B)(6) 2010, explanted: na. (B)(4).